Event description:
It was reported to boston scientific corporation that a posterior pelvic floor repair procedure was performed sometime in (B)(6) 2010 (exact date unknown), using a pinnacle posterior pfr kit, by a dr (B)(6) at (B)(6) hospital. Following the initial procedure, the patient's condition was reportedly "good." On (B)(6) 2010, the patient was referred to dr (B)(6) at (B)(6) medical center. She presented with "very minimal" vaginal bleeding and a mesh extrusion. The vaginal bleeding stopped without need for intervention, but the physician excised 0.8 centimeter by 1.2 centimeter of the mesh extrusion from the patient. The patient is now reportedly "good" and "everything has resolved."

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.